Event description:
A tandem mobi cartridge alarm was reported by a caller, occurring during pumping, but not previously reported with the same pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved earlier in the day by the customer loading a new cartridge and successfully resuming insulin therapy.